Event description:
Additional information was received. Per the physician, the cause of the migration is unknown. It was also reported that during the aptus procedure, the guide was deflected while being advanced and caught the bottom edge of the endurant cuff, causing the unintentional coverage of the ostium.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent follow-up CT a revealed a type ii endoleak and the stent graft had migrated approximately 5 mm distally resulting in a proximal type I endoleak. The physician elected to implant an endurant aortic cuff proximally to treat the stent graft migration and type ia endoleak. The endurant aortic cuff was implanted accurately at the intended landing zone of the renal arteries. It was reported that during advancement of the heli-fx 22mm guide the endurant cuff was inadvertently pushed proximally covering the ostium of the left renal artery. It was further reported that there were difficulties advancing the aptus guide. The aptus guide was initially advanced above the top edge of the cuff. While removing the dilator and inserting the aptus applier the guide came back. Rather than take out the applier, reinsert a wire, and then put the applier back in; the physician instead tried to advance the guide with the applier in it. However, due to the patient anatomy (angled aorta) the tip of the aptus guide caught the bottom edge of the cuff. The left renal artery remained patent; however, the physician chose to implant another manufacturer's stent to ensure renal perfusion. The migration and proximal type I endoleak were resolved. The physician stated that the cause of the endurant cuff movement was related to the aptus guide. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.